Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (B)(6)2017 patient codes: (B)(4)- pain, (B)(4)- urgency, (B)(4)- urinary incontinence, (B)(4)- overactive bladder additional narrative: it was reported that the patient underwent a gynecological surgical procedure and tvt-exact was implanted. It was reported that following insertion the patient experienced vaginal pain, urgency, overactive bladder and urinary incontinence. It was reported that the patient underwent excision of vaginal mesh on (B)(6)2012 by (B)(6).